Manufacturer narrative:
The insulin pump alarmed button error after boot up and intermittent button response on the act button due to moisture damage on the keypad traces noted. No moisture damage on all electronic assemblies noted. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip and scratches on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a button error alarm and moisture damage on the insulin pump. Customer's blood glucose was 173 mg/dl at the time of the incident. Customer reported that she went into the shower and that there is fluid under the lcd display of the pump. Customer stated that the pump gets dropped about twice a week but there are no cracks. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.